Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 33-year-old female patient who had essure (batch no. A06679) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fibromyalgia ("multiple permanent pains, fibromyalgia"), urinary tract infection ("recurring urinary tract infections, approx 5/6 per year") and fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with medrogestone (colprone) and surgery (removal of the device was scheduled). At the time of the report, the menorrhagia, fibromyalgia, urinary tract infection and fatigue had not resolved. The reporter provided no causality assessment for fatigue, fibromyalgia, menorrhagia and urinary tract infection with essure. The reporter commented: numerous examinations carried out, followed by a diagnosis of fibromyalgia by a rheumatologist in (B)(6) 2018. Application in progress for "registration as a person with a disability". Daily and social life impacted. Removal of the device was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - in (B)(6) 2018: numerous examinations, diagnosis of fibromyalgia by a rheumatologist. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year old female patient who had essure (batch no. A06679) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fibromyalgia ("multiple permanent pains, fibromyalgia"), urinary tract infection ("recurring urinary tract infections, approx 5/6 per year") and fatigue ("chronic fatigue"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with medrogestone (colprone) and surgery (removal of the device was scheduled). At the time of the report, the menorrhagia, fibromyalgia, urinary tract infection and fatigue had not resolved. The reporter provided no causality assessment for fatigue, fibromyalgia, menorrhagia and urinary tract infection with essure. The reporter commented: numerous examinations carried out, followed by a diagnosis of fibromyalgia by a rheumatologist in (B)(6) 2018. Application in progress for "registration as a person with a disability". Daily and social life impacted. Removal of the device was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): investigation in (B)(6) 2018: numerous examinations, diagnosis of fibromyalgia by a rheumatologist. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.